Event description:
Customer reported difficulty pressing the wake button on the pump, which required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.